Event description:
It was reported that high out of range pacing impedances were noted on the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d). Beeping tones were noted every 6 hours as a result. The out of range pacing impedances have since returned to normal range. Technical services (ts) recommended follow-up and troublehsooting. This crt-d remains in-service. No adverse patient effects were reported.